Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to have been discarded. Based on the information received the cause cannot be conclusively determined; however, shipping and the handling of the device likely led to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the box of a 23mm aortic valve was found moist and there was fungus inside upon opening the box. The 23mm aortic valve jar was opened and the glutaraldehyde solution inside was found to be brownish (turbid). The leaflets were found to be discolored. As reported, the box and jar were sealed and not opened, and no tear was observed in the packaging. The distributor informed that during storage the air condition is kept off for 12 hours every day, that likely leads to unfreeze the ice packets and in last instance, to water precipitation in the device boxes that might lead to formation of fungus.